Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device misfired. The staples would not form, the surgeon used sutures to complete the case. No pt consequences was reported.